Event description:
While troubleshooting a problem with dxh800 instrument control recovery, the customer noticed a clenz reagent leak from the blood sampling valve (bsv). The leak volume was estimated to be approximately ¼ cup and bloody liquid residue was seen on the specimen caps. The customer was instructed to power off the instrument until service arrives. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds was reported. No injury or death was reported in association with this event. Patient treatment and results were not impacted by this event. On (B)(4)-2011, a field service engineer (fse) confirmed that the blood sampling valves (bsv) knob was loose and tightened it. The fse also bleached the mixing chamber and ran gains and made adjustments as needed per established procedures. Repair was verified per established procedures. Results met published performance specifications. System validation documented in customer qc record. The root cause of the leak was due to a loose bsv knob. The root cause for the bloody residue is unknown.

Manufacturer narrative:
(B)(4).